Event description:
Following a surgical procedure for reinforcement of the anal sphincter due to fecal incontinence, a patient experienced an infection leading to fenix device explant. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2015. Uneventful device explant (B)(6) 2015 due to infection. Device explanted through the perineal incision. It was reported patient did not receive antibiotic treatment until 8 days after surgery.